Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (a) cartridge was received with one top foil and a reload with two clips loaded. However, the clips were moved inside of the cartridge due to improper handling of the clips. Also, 4 loose clips were received along with the cartridge. The clips moved were accommodated in the cartridge and the loose clips were manually loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: - package lot number of the clips? =>unk - please provide the applier product code and lot number? =>unk - please confirm if there is an issue with the applier? - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? - was the applier checked for damaged (jaws straight and aligned)? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?

Event description:
It was reported that a patient underwent a robot-assisted esophagectomy on (B)(6)2024 and suture clips were used. The device could not clip. There was no bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.